Event description:
It was reported that during a left video assisted thoracic procedure, the device hand switch buttons were intermittently working. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.